Event description:
It was reported that during a da vinci si hysterectomy procedure the surgical staff noticed a piece of the wire of the pk dissecting forceps instrument was sticking out. The instrument was replaced with a new instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer reported complaint was confirmed: instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. No other cable damage was found. Electrical continuity passed.